Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a 5.6 cm thoracic aortic aneurysm of the descending aorta. The diameter of the thoracic aorta distal to the lcca is 39.2 mm, 2 mm distally it was 40.9 mm, proximal landing zone 39.7 mm and a large aortic arch. It was reported that during the deployment of the proximal main stent graft, its apex started to deploy misaligned. The physician pulled the stent graft delivery catheter back correcting the apex; however, the stent graft was deployed lower then intended. The physician then delivered a second thoracic stent graft of the same size and started its deployment further into the aortic arch with successful placement. This occurred three times with three different devices. (MFR # 2953200-2010-01618, MFR # 2953200-2010-01619, and MFR # 2953200-2010-01620). There was a fourth device implanted without further issue. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: large aortic arch.